Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via (B)(4) that an ar-1588rt-2j tightrope ii rt locked up on itself and would not bunch. This was discovered when the tightrope was passed through the femoral tunnel and tensioned. This was an aclr hamstring procedure on (B)(6) 2023. The surgeon was able to pull the rt laterally out of the graft, retrieved the graft medially from the joint space, and passed a btb tightrope through the graft to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error. Dfu-0147-eor3_fmt_en g. Precautions. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.